Event description:
Pt had iabp cath placed via transthoracic aortic root due to extensive arteriosclerosis and occlusion of distal aorta on 7/31/97. Iabp balloon rupture was noted on 8/1/97 and pt required emergency surgery for removal of ruptured balloon.